Manufacturer narrative:
Correction: the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as additional information reported to abbott indicated the device did not cause of contribute to the patient's death. Additionally, the physician did not allege a malfunction against the device.

Event description:
It was reported that the patient passed away suddenly at home after experiencing a possible episode of arrhythmia. Abbott technical support (ts) reviewed device session records and stated intermittent undersensing due to the variation in r-wave amplitude and having the autosense algorithm programmed on. Additionally, defibrillation therapy was not delivered due to programmed settings which resulted in the cardiac rhythm to not fall into detection criteria. Due to these findings, ts stated that a device malfunction is not suspected and it performed according to how it was programmed. Additional information regarding the physician's clinical opinion of the event was requested, but not yet received.